Event description:
Anspach drill bur peel pack & contents opened to the sterile field. The number 5 bit drill bit was mounted on the neuro black max handpiece and passed to the surgeon. The scrub tech noticed some reddish brown substance that resembled rust on her gloves and mentioned it to the surgeon who saw that it had come off the drill bit. The bit was replaced with one that appeared to have no "rust" on it. The neuro and instrument room tech looked through all the anspach drill bits and found 13 " rusted" bits. The co was notified and will replace all "rusted" bits.